Event description:
Co received an implant form which indicated that during a routine replacement of an aicd for elective replacment indicators (eri), the physician noted a "lead insulation problem" and elected to remove this lead and another from svc. The leads were capped and remain implanted. Implant date 11/19/91. Removed from svc 12/7/94. Total implant time 36 mo.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.